Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
A4 correction: the patient's weight was updated. E1 correction: the reporter's information was updated.

Event description:
It was reported that patient has an end-of-life rechargeable ipg. To address the situation, surgery is planned in the future.

Manufacturer narrative:
Date of event is estimated. Section a4: weight of patient has not yet been provided.